Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university.

Event description:
It was reported that device contamination and stent damage occurred. The stenosed target lesion was located in the right vertebral artery ostium. A 7.0mmx15mmx150cm express vascular sd stent was selected for use in a percutaneous coronary intervention (pci). However, during unpacking, it was noted that the outer packaging was damaged with visible tear or hole in the inner packaging and the sterility of the device was compromised. Furthermore, the physician suspected that the stent was damaged or defective. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.